Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the 3i locator abutments became dislodged and was swallowed by the patient. Locator abutment loosened. Patient came into the office with 1 in hand, which the doctor retightened and the other was swallowed. Doctor did not originally place the abutments and did not have the item or lot # or where they were purchased. Once he sees the patient to evaluate, he will reach back with pictures and the item number of the abutment he will replace it with. Doctor requested a locator abutment that just emerges through the gingival tissues. The report that was sent to me from oral surgeon, ia states that the implants were 4/3 x 13 mm, and a healing abutment with 3.4 mm diameter, 3.8 mm profile, and 4 mm height. Clinician has everything else I need to place any locator components into the overdenture itself.

Manufacturer narrative:
As part of each product experience investigation, zest performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, zest has concluded the following as the root-cause or most likely root-cause of the reported product experience condition: root-cause or most likely root-cause cannot be determined based upon the information provided. The reported product experience condition cannot be verified damage or loss of retention due to smooth wear on coronal surfaces typically results from continual removal and replacement of the prosthetic device over time and loosened. Foreign material in between the mating components may facilitate such wear and loosened. Damage or loss of retention due to rough wear on coronal surfaces typically results from biting the prostheses in order to seat the removable overdenture. No manufacturing event was confirmed, event is tracked and trended with no further actions taken at this time. Unable to verify that the reported event is associated with an abutment manufactured by zest dental solutions, as no physical evaluation can be performed due to the product not being returned to zest. Please note that zest dental solutions abutments have undergone thorough inspection to ensure they meet product specifications and configurations. Additionally, we have not encountered any concerns regarding the component materials for abutments returned from the field. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.